Event description:
Customer claims the alarm has power, but the lcd display is unclear when used with an (B)(4). Customer detects no visible damage to the outside of the alarm case. The issue was identified during setup in the warehouse and no pt contact. Inspection of the product shows that the battery door contacts have rust on them.

Manufacturer narrative:
(B)(4). (Other) lcd display is unclear. Eval results (other) - the alarm has power, but the lcd display is only partially visible. Only the following functions can be verified as working since they do not require the user to look at the screen to test: both sensor receptacles, fail safe, hold, record, play, power button and low battery indicator. Overall - the screws are rusted. The alarm case is damaged on the bottom right corner. The battery door contact has rust. The liqui label does not show moisture. (B)(4).